Event description:
A 2.5 mm diameter x 14 mm length endeavor otw drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a distal rca lesion. Lesion morphology was not reported. The lesion was pre-dilated. It was reported that when the sds was removed from the hoop the stent appeared to be pinched at the end. The physician inserted the sds into the patient. It was reported that while advancing to the lesion site and attempting to place the stent, the stent dislodged. The undeployed stent was retrieved with a snare. Three endeavor drug-eluting stents were used to treat the lesion. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: (embolism-device).